Event description:
This email is following up a previous competitor email for this product in response to an email received from mdt rep (B)(4). The patient was having pacs. Programmed ra sensitivity to .3mv from .45mv. Pav to 220. Changed mode to ddir. Turned off mvp. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).